Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer did not know the blood glucose reading. The customer stated that he received the alarm after already receiving replacement battery cap. He declined troubleshooting for the issue and requested a replacement insulin pump. He also observed previous battery out limit and weak battery alarms. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no failed battery test, battery out limit, weak battery and low battery alert noted. All the operating currents tested within specification range. Minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, scratched case, stained end cap sticker and stained address/serial number label.